Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in germany that during sterilization, it was observed that the cordcutter device was completely warped and jammed. It was further reported that it was also working less and less; and was bending. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not dignosis. H10 additional narrative: investigation summary : the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. Visual inspection revealed that the device shows noticeable wear marks, the inner shaft was found to be jammed, it was disassembled however noticeable resistance was noted when pulled it out from the outer shaft. Upon inspection of the inner shaft, the proximal part was found to be deformed, which caused the shaft to jam. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the cordcutter *ea would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU: inspect for damage prior to use. Replace a damaged, worn or bent instrument. Do not attempt to straighten or sharpen. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. It has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review : a manufacturing record evaluation was performed on finished lot 09j3; and no related non-conformances were identified.